Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and reverted to an alternate method of insulin therapy. Ultimately, the customer changed supplies and continued to use the pump for insulin therapy.